Manufacturer narrative:
Technician found empty bed in room. While performing pm procedure found high resistance readings. Changed power cord to resolve this issue.

Event description:
Info rec'd that there were high resistance readings on this bed. No injury reported.